Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was turn off in battery mode. A review of the event history log revealed 'improper shutdown!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a depressed battery contact pins due to liquid substance. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off in battery mode. This occurred upon power up at the operations room. There was no patient involvement. No additional information is available.